Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) initial report.

Event description:
Hamilton medical ag received the following incident description: intellicuff does not inflate the cuff and pump doesn't stop. There is no patient involvement reported. The customer replaced the intellicuff device. A low cuff pressure could lead to inadequate ventilation what makes this event reportable.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow up 1 : device evaluation. According to the complaint description intellicuff does not inflate the cuff and pump doesn't stop. It is important to emphasize that the device was not in clinical use at the time of the event. The most probable root causes for the issue¿where the intellicuff failed to inflate the cuff and the pump did not stop¿include a leak in the cuff tubes or balloon, improperly connected cuff tubes, or a internal leak within the intellicuff itself. However, based on the available information, the precise root cause of the failure could not be determined. The correction consisted in replacing the intellicuff device